Event description:
Implant was placed and removed the same day. It was replaced with a larger implant 31. Was augmentation performed during surgery? No. Was a membrane used? No. At the time of the event or implant failure/removal. Was there, other: larger implant was placed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).